Event description:
It was reported that during a remote follow up, noise resulting in oversensing, loss of capture, and r-wave amplitude variation were noted on the right ventricle (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead was observed. Abbott technical support was contacted and a revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.